Manufacturer narrative:
It was reported the patient is under 18 years. It was reported that the event occurred two months before (B)(6) 2016. The complainant was unable to provide the device upn or lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(6). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during dilation of the esophagus performed on an unknown date. According to the complainant, during the procedure, a perforation occurred in the patient. There were no reported issues noted to the device. The procedure was completed with another cre balloon. The patient's condition after the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.